Event description:
A report was received that, following a revision procedure to implant a paddle lead, the patient was experiencing severe numbness in the right leg. The physician decided to explant the device due to the paddle lead compressing the spinal cord. The patient was no longer experiencing pain or numbness following the explant procedure and is reportedly doing well.

Manufacturer narrative:
This is the final report.